Event description:
On june 7, 2023 the manufacturer became aware that there had been complications during endoscopic spinal surgery with a monopolar joimax legato probe sometime on or after (B)(6) 2022; however, limited details were supplied and the event seriousness was not known. Joimax contacted the surgeon to request additional information, and on july 4, 2023 learned that the patient sustained third-degree burns. On july 10, 2023, the surgeon provided the following additional information. The monopolar legato probe (and handle) were used with the following other surgical instruments: erbe rf generator (vio 3 in forced coag mode with setting 6.0), erbe neutral electrode, riwospine instrument tray and endoscope. The patient experienced burns at the site of endoscopic spinal access and skin burns in the thigh area where the neutral electrode was contacted. The burn was characterized as necrotic, white skin with bleeding and blistering. During surgery, the erbe neutral electrode generated two error messages regarding contact problems; the errors were remedied by immediately pressing the neutral electrode on the thigh. According to the surgeon, these errors may have been related to inadequate preoperative shaving of the surgical area. Furthermore, the surgeon identified damage to the insulation of the monopolar legato probe in the bend area. The probe damage was caused by the riwospine endoscope which has a sharp edge at the entrance to the working channel.

Manufacturer narrative:
The joimax probe was discarded by the user facility and is not available for evaluation. The surgeon was interviewed to understand the surgical events and causality. The device history records were reviewed for this manufacturing lot and there were no nonconformances. Based on the collective information available for analysis and evaluation, it was concluded that the patient's burn in the area of the working sleeve was the result of probe damage. The damage of probe isolation was caused by the sharp endoscope which led to a strong generation of heat by an electrical contact between damaged probe and the endoscope and subsequent heat transmission to the working sleeve which was in direct contact with the patient. Unfortunately, the surgical gloves prevented the surgeon from detecting the heat generation and intervening earlier. The device instructions for use includes the following warning statements: incorrect use of rf/hf current can cause endogenous and exogenous burns and explosions. Check before use that the power output set on the rf/hf generator is not higher than required for the surgical procedure. Details can be found in the instructions for use of the rf/hf generator. Always check whether the insulation on the rf/hf cable and on the active probes is intact. Aspirate fluid from the area before activating the instrument. Conductive fluids (e.g., blood or saline) in direct contact with or in close proximity to an active probe may carry electrical current or heat away from target tissues, which may cause unintended burns to the patient. Damaged insulation by mechanical stress is identified in the system risk analysis. Manufacturer's reference #: (B)(4).